Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died on the first post implant day of the implantable pulse generator (ipg) system. It was noted that the patient experienced ventricular fibrillation (vf) pre mortem. Additional information related to the cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient's causes of death were listed as posterior wall heart attack and ventricular fibrillation (vf). It was also reported that the right ventricular (rv) lead exhibited loss of capture on the day of patient's death, suspected due to dislodgement of the newly implanted rv lead. The patient also experienced bradycardia and complete heart block.